Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose level was 120 mg/dl. In addition, it was reported that a malfunction occurred and that the pump indicated a data log corruption. Customer also mentioned that the pump time was inaccurate, cause was unknown. Customer continued using the pump for insulin therapy, but also had manual injections available if needed.